Event description:
It was reported that the right ventricular (rv) lead had increased threshold and loss of capture while in vvi mode. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator: 2006 (B)(6); 5076 implantable pacing lead 2006 (B)(6). (B)(4).